Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product met all acceptance criteria.

Event description:
The pt's mother reported her son's blood glucose reached 400 mg/dl so she gave him a correctional bolus of insulin (exact dosage was not provided) but was not able to lower his bg. He became lethargic and had trouble walking so she took him to the ER where he was diagnosed with hyperglycemia and large ketones. The pod was removed and discarded. They placed him on a intravenous drip (4 bags).